Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: part 03.033.001, lot l785924: manufacturing site: hägendorf. Release to warehouse date: may 04, 2018. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. H3, h6: a product investigation was completed: upon visual inspection, it is observed that the broken threaded tip of the driving cap was stuck in insertion handle. The remaining portions of the device shows normal wear consistent with the use. The complaint condition cannot be confirmed. The complaint condition is un-confirmed as no damage were observed on the insertion handle. There is no indication that a design or manufacturing issue were identified. No product design or manufacturing issues were identified, and no new malfunctions were identified either. Based upon these results, no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
After impactor broke off inside handle the surgeon malleted down the metal part of insertion handle; he realized the nail was already in place. The insertion handle still worked for aiming trocars through nail, so no negative outcome impacted patient or surgery.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2020 during an unknown procedure the tip of the driving cap broke off while being impacted and lodged in the insertion handle. The broken piece couldn't be taken out from the insertion handle. There was no surgical delay, and patient outcome was not impacted by the broken pieces. A different piece was used to position the nail down. Concomitant devices: unknown nail (part # unknown, lot # unknown, quantity 1). Unknown hammer (part # unknown, lot # unknown, quantity 1). This report is for one (1) radiolucent insertion handle frn. This is report 2 of 2 for (B)(4).